Manufacturer narrative:
Initial reporter address 1: (B)(6). One photo and 13 samples with sealed packaging were received by our quality team for evaluation. From the photo, foreign matter was observed on the syringe product. The samples were subjected to visual inspection. The team observed jagged holes on the bottom web and particles inside the package. The black particles which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance. The distribution center has been notified of this complaint for their awareness. This incident has been added to our database of reported incidents. DHR review: the batches were manufactured on syringe assembly 1ml line in feb-2021. No related similar defect found during qa outgoing inspection. No quality notification was raised on past 12 months on the reported batch.

Event description:
It was reported that foreign matter was found in the bd slip tip syringe with bd precisionglide¿ needle. This event occurred 10 times. The following information was provided by the initial reporter: "dust particles were present in sealed pack of 1 ml tuberculine syringes."